Event description:
Baxter reported, channel b could not be changed or selected, cardiac medication in progress, patient's blood pressure on a downward trend". The event was reported to have occurred upon initiation of the infusion. No patient injury occurred as a result of the event and no medical intervention was required. Though requested by baxter, no additional information was provided regarding the patient's demographics, diagnosis and status, patient's vital signs prior and after to the event, name and rate of medications involved, chronology of events, or set up of the pump.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.